Manufacturer narrative:
As received, the lead extension was found to have all internal wires broken and detached in the header. The fracture observed was consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related MFR report: 1627487-2020-32572. It was reported that patient experienced loss of stimulation due to high impedance from the scs system. The patient denied any traumas or falls. The lead and extension were explanted and replaced with new ones. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.